Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: it was reported that an open-end ureteral catheter separated during an unspecified procedure. As the device was removed from the patient, it separated due to an inadvertently applied "ligature". Additional information regarding the event, procedure completion, and patient outcome have been requested. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of the complaint history could not be completed due to lack of information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. The complaint was confirmed based on the customer testimony as the device was not returned. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device master record found manufacturing controls to be in place to assure functionality and device integrity prior to shipping. Based on the limited information cook has not established a cause for the complaint. The risk assessment for this failure mode was reviewed, and it was concluded no additional escalation actions are recommended. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation- qsv patient safety specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an open-end ureteral catheter separated during an unspecified procedure. As the device was removed from the patient, it separated due to an inadvertently applied "ligature". Additional information regarding the event, procedure completion, and patient outcome have been requested.